Event description:
The user facility reported a 61-year-old male on impella 5.5 for support for cardiomyopathy. It was reported that during support, the impella was unable to be repositioned. Cvicu team confirmed they pressed and held the button and the catheter was fully stationery. The impella is deep requiring repositioning. However, the patient bridged to transplant.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.